Event description:
It was reported that the left ventricular lead had exhibited a loss of capture and that the patient had experienced diaphragmatic stimulation. Imaging revealed that the lead had dislodged. Clavicular crush damage was noted. The lead was explanted and replaced on (B)(6) 2015.